Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 410 mg/dl. The customer addressed the elevated blood glucose by administering a correction bolus via the pump and did not require any third-party assistance. The issue was resolved by changing the infusion set and cartridge and resuming insulin.